Manufacturer narrative:
Since the original medwatch was filed, the investigation has completed. The product and data logs were analyzed. The data logs revealed that pump flows were within specification throughout the case. There were positioning and suction issues that the medical team resolved by repositioning. The pump analysis found no irregularities, all pump surfaces were smooth. The cause of the mitral valve damage was most likely improper pump positioning. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation is on-going at this time. A final report will be submitted at the conclusion of the investigation.

Event description:
A patient had an impella ld placed due to shock post cardiotomy for a bypass surgery. The patient had four bypasses placed. The patient was sent to the ICU with an open chest and the impella running for hemodynamic support. After 20 days of support, there was a diagnosis made of severe mitral valve regurgitation (mr). The team performed a surgical repair to the valve. Subsequent to the valve surgery, the team reviewed echo imagining and found that the impella had been malpositioned up against the posterior leaflet of the valve for 7 days. This malposition had not been observed and recognized when the echo was done.